Event description:
The customer reported her blood glucose reached 478 mg/dl less than 24 hours after the pod was activated and she noticed the needle did not deploy the cannula into her skin.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.